Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because the reported issue does not affect insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2015-product analysis:the device was returned and evaluated by product analysis on 08/03/2015 with the following findings:the complaint could not be duplicated during investigation. Review of the pump¿s black box revealed loss of prime alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was out of specification. Force sensor resistance was within specification. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.